Event description:
It is reported by the patient that their insulin pump displayed a button error. The patient's blood glucose level is 230mg/dl. Trouble shooting was conducted and found water damage. Device is mot being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.